Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or around (B)(6) 2011 with the intention of treating her for urinary incontinence. It was alleged that the plaintiff had severe issues with urination, suffered pain, cramping, depression, inability to be intimate. It was additionally alleged the plaintiff experienced significant psychological and emotional pain and suffering, sustained permanent, physical disability and debilitating injuries as well as has undergone various procedures, surgeries, and hospitalizations in attempt to repair and remove the mesh.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.